Event description:
We have had a couple of our IV's leak into the "hub" area. This is concerning for our staff. Can you please provide an exact date of event in format dd-mmm-yyyy? 08/09/2025. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No, was caught before starting an infusion in the IV.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The complaint of a leak was confirmed, and the cause appeared to be manufacturing related. One photograph was provided for investigation. The photo showed one 18g nexiva device with evidence of use. What appeared to be blood residue was visible on the external surface of the septum, which was consistent with a leak at the septum. It is likely that during manufacturing the septum of the device was either misaligned or damaged. A trend has been identified for this failure mode and corrective actions have been made in our process to help prevent this failure mode. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.